Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that the electrode belt would not stay connected to the monitor. The pt was provided with a replacement electrode belt.